Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion alarm.